Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a couple years ago prior to contacting lfs. The cca was advised the patient manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. Less than 24 hours after the alleged issue begun, the patient claimed she felt symptoms of sweaty, dizzy, confused and had a stomach ache. On an unspecified date/time, the patient went to the emergency room (ER) and was administered intravenous (IV) fluids. The patient did not specify results obtained from a laboratory device. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The patient confirmed the alleged "ER" message appears when the button is pressed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.